Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic converted to open bowel resection, for the first firing the device was loaded with a green reload and placed across bowel in an articulated position and at some point in the firing sequence the device was stuck and the surgeon could not remove the device. The surgeon was trying to open the jaws by pressing the anvil release button and was also trying to use the handles to open the jaws without success. While trying to force the jaws open using the handle, the middle light gray handle broke off. The device was disassembled in pieces until only the shaft and closed jaws remained and the surgeon would dissect the device from the tissue by hand and suturing the tissue. A second surgeon was called into the procedure as well. The procedure had already been converted to open for unrelated reasons before introducing the device into the case. It is unknown how the case was completed. The issue had caused an hour and a half increase in the duration of the procedure at the time of the call.

Manufacturer narrative:
(B)(4). Batch # n55a26. The analysis results found that one ec60a device was returned completely disassembled and with a partially fired cartridge reload present. After further analysis it was noted that the knife had buckled. The damage to the knife is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.